Event description:
It was reported that the patient's left ventricular (lv) lead dislodged. It was also reported that the patient had a torturous anatomy that may have contributed to the dislodgement. The lead was removed and replaced with a different model lv lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned and analyzed. There was blood/body fluid on all conductors.